Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information.

Event description:
A sensor pod (serial number (B)(4)/lot number 5203863) was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod. The reported event of a detached sensor wire was confirmed; however, it is unknown that the returned device is the complaint device. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.